Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02jan2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the check vent error 1102 occurred. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 25feb2019. The manufacturer¿s international service technician confirmed the reported error code 1102 (primary alarm failed) issue. The manufacturer¿s international service technician replaced the speaker to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.